Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the physician experienced difficulties crossing the lesion and eventually the stent shaft broke. The physician was attempting to implant a taxus express2 3.0 x 8 mm drug eluting stent into a very tortuous and calcified circumflex artery. He went down to the lesion and back out 5 times without being able to cross the lesion. The stent was then removed and the lesion was dilated with an unk size balloon. Again the physician tried 5 times to implant the stent. On the fifth attempt, the shaft broke as it was being pulled out. The product was retrieved. A cutting balloon was then used to dilate the lesion. Another taxus express2 3.0 x 8 mm drug eluting stent was used to successfully complete the procedure. The pt's outcome was reported as satisfactory/good.